Event description:
No blood glucose levels reported. The customer reported a no delivery alarm from the insulin pump during prime. Troubleshooting was done. The customer was asked to change the entire infusion set including the reservoir of the insulin pump. The customer was able to prime without issue. The no delivery alarm was resolved by a complete infusion set change. The customer was advised that the reservoir of the insulin pump was occluded. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).